Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had complained that the ipg site was irritating. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was reportedly doing well post operatively.